Event description:
It was reported that the user experienced a hypoglycemic episode with a glucose nadir of 54 mg/dl, which took about an hour to return to target after consuming carbohydrates, candy, and snacks; review of pump use indicated double meal announcements and late announcements, and education was provided to announce once during or 15 minutes before a meal, or within 30 minutes after, because the pump will deliver insulin as needed. Symptoms included sweating consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included review of user logs and troubleshooting with user education. Investigation of this case revealed user handling and use error involving duplicate and delayed meal announcements, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was unknown and likely related to user handling with improper meal announcement timing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.